Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that for patients at the "back of the ward" there were no alarm transfers any longer. The device was in use monitoring patients. No adverse event was reported.